Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses developed pain along the bottom of both of her breasts, tightness in her breasts, and shooting pain in her breasts. These symptoms are indicative of capsular contracture (baker grade unknown). In addition, the patient had an ultrasound performed in 2018 on her left breast that showed multiple fibroadenomas. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.